Event description:
Intraocular lens (iol) was implanted in patient's left eye on (B)(6) 2012. It was reported to amo sales representative on (B)(6) 2014 that following implantation, refractive surprise had occurred on (B)(6) 2012. Patient's post-operative lens prescription was measured to be +8.50 -0.50 x 74 with implanted iol. Additionally, on (B)(6) 2014, it was noted that outcome was significantly interfering with the activities of patient's daily life. Furthermore, it was reported that a piggy-back iol was added to eye in a secondary procedure on (B)(6) 2012. Incision enlargement and vitrectomy information was asked but was unknown. Patient was noted to have recovered. No further information has been provided.

Manufacturer narrative:
If explanted, if date: not applicable (na). Lens remains implanted. (B)(4). A review of the manufacturing record was conducted. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. No deviations or non-conformances (ncr) were found. A review of the lens diopter measurement show lens corresponds to a 14.0 diopter lens. No deviation was noted with diopter measurement. A review of the process and/or material change does not show a change in manufacturing process. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: it was reported by the physician that incision was not enlarged, original wound was used, and no vitrectomy was performed. Patient was reported to fine with visual acuity of 20/25, post-operatively. No further information has been provided. All pertinent information available to the manufacturer has been submitted. Placeholder.